Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal anastomosis in a laparoscopic procedure, the unit had difficulty removing stapler from cavity. The plate could not be removed through the anastomosis ring. The surgeon tried to move the complete stapler in different ways to bring it out, but at the end he has to fully open the stapler and the plate disconnected and were stuck in the bowel. The surgeon could not retrieve the plate from anal, so he had to remove (open) the anastomosis, retrieve the plate and made a new anastomosis by hand with suture. The circular anastomosis was removed and recreated in the same case as an intervention to prevent a permanent impairment.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.